Event description:
The customer reported to customer service that the prongs on the transformer of her pump in style breast pump were loose and kept pushing in. However, when the product was received and evaluated by qe a breach in the transformer was found exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
The customer reported loose prongs. She did not report of any fire, spark or injury. Upon receipt of the transformer, a breach was found exposing underlying electronics. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed exposed wires. The technician was unable to test power supply voltage due to exposed wires on cord. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.70 ohms, which is normal and indicates that the thermal fuse did not blow.